Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient's vision was three diopters less than expected (long-sightedness). Additional information has been requested.